Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the lead showed high capture threshold with decreased sensing. Fluoroscopy revealed no anomalies. The physician decided to cap and replaced the lead. The patient was fine after the event.